Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is due to an obstruction from the cable blocking the mtm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected the system and observed that a cable behind left master tool manipulator (mtm-l) was giving resistance to user. As a result of this resistance, mtm-l initiation failed during system start-up. The cable was removed to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci assisted surgical procedure, the left master tool manipulator (mtm-l) on surgeon side console (ssc) could not be moved. The system did not represent any errors. An intuitive surgical inc., (isi) technical support engineer (tse) guided customer to perform a hard power cycle on system but issue remained unresolved. There were no reports of patient injury. The procedure was converted to laparoscopy with no reported injury. An isi field service engineer (fse) to follow-up. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer tried to perform a hard power cycle on the system but mtm-l would not function normally. The conversion did not result in placement of additional ports. The port size incision was not increased. There was no patient injury.